Event description:
On 10/29/92 an ipp device was implanted. On 5/6/94 the pump and cylinders were revised. On 1/27/95 the reservoir was revised. On 6/4/97 one cylinder was removed from the patient and replaced due to fluid loss - blow out.